Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a plate broke after a distal tibia osteotomies. No other information is available this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/510 (k): device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. : the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: when examining the fracture surfaces (proximal fragment) of the plate using scanning electron microscopy (sem), the initial fracture areas and the fracture behaviour were identified. The crack started at the upper side of the plate at the transition to the hole on both sides and ran into the material. After breaking, the two fragments rubbed against each other causing destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces mainly showed structural breakage appearance (crystallographic oriented fatigue fracture). Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to moderate alternating bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to a first crack and subsequently to the overload, resulting in the fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.